Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 was failed to open. A field service engineer (fse) reviewed reports indicating recurring failures of doors two and four and replaced the latch mechanisms for both doors. The fse also identified a tower door failure condition where the issue was not reflected in the recovery storage despite access errors, manually triggered the door failure while the system was running, and then performed a recovery of the tower doors through the system software to restore normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 4 pocket 2 failed to open and had failed storage space icon, which located on eed1. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.